Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. A review of available device diagnostic data shows no indication of a device malfunction.

Event description:
It was reported that the patient experienced a heating/shocking sensation at the pocket site. The device was removed and the patient recovered without sequelae.